Event description:
N/a.

Manufacturer narrative:
Updated section - b4, d9, e1, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected section - h6 (medical device ¿ problem code). A getinge field service engineer (fse) confirmed the recurrence. When fse checked the inside of the device, found that the negative pressure was not being drawn properly. Fse checked the inside of the compressor, found that the screws inside the vacuum side were loose and could not be fixed. After replacing the repair parts of the compressor body, the recurrence disappeared and the negative pressure was able to be drawn. After that, fse carried out an operational inspection and the result was good.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, investigation conclusions),

Event description:
N/a

Event description:
It was reported that after starting use cs300 intra-aortic balloon pump (iabp) indicated frequent automatic filling errors and insufficient negative pressure in the compressor. No harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limits: e1 initial reporter: person in charge, event site name: (B)(6).